Event description:
Reporter alleged obtained high results on the glucose monitoring device which did not match glucose symptoms and was transported to the hospital and treated. Reporter stated reading was 597 mg/dl however felt low, took additional insulin, and went to the hospital where glucose tested 39 mg/dl about 1 hour later. Reporter stated hospital treated him with an IV, contents unknown, and was released where glucose elevated to 118 mg/dl however when tested on device within 1/2 hour the result was 539 mg/dl. Reporter indicated no controls were used. A request was made for the return of the suspect device and replacement product was sent.